Manufacturer narrative:
A device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The patient declined to provide their gender and their weight to the manufacturer. The event date is a best estimate as the manufacturer was not made aware until the system was explanted.

Event description:
It was reported that the patient had drainage at the ipg site and was admitted to the emergency room on (B)(6) 2019. The physician evaluated the ipg site and determined that the site was infected. The patient had their entire spinal cord stimulation system explanted on (B)(6) 2019.